Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as the customer had reported the meter would not turn on. Due to the delivery delay, the customer became hyperglycemic with symptoms of hand tremors, disorientation, and difficulty speaking. The customer had contact with a health care professional who administered rapid insulin (dose unknown) for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The xceed meter will perform in accordance with specifications for a period of no more than 4 years from the original date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as the customer had reported the meter would not turn on. Due to the delivery delay, the customer became hyperglycemic with symptoms of hand tremors, disorientation, and difficulty speaking. The customer had contact with a health care professional who administered rapid insulin (dose unknown) for treatment and no further information was provided. There was no report of death or permanent injury associated with this event.